Event description:
After additional review, it was noted that the pump was originally programmed for morphine at 0.5 mg, however, it was actually supposed to be programmed for dilaudid at 0.5 mg.

Event description:
Hcp reported the dose was entered incorrectly and was too high. There was a miscalculation when converting morphine to dilaudid. It was discovered when updating the pump. Caller stopped the pump right after the update. New information was entered correctly. With correct calculation there was no issue. The patient did not experience any symptoms. It was noted there was no injury. The pump was delivering hydromorphone.

Manufacturer narrative:
Concomitant medical products: physician programmer. Patient programmer: model# 8835, serial# (B)(4). Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4): product ID neu_unknown_prog, product type programmer, (B)(4).